Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right superior gluteal artery using penumbra coil 400 (pc400) coils. During the procedure, a pc400 coil was successfully deployed into the aneurysm; however, the pc400 coil would not detach using a penumbra coil 400 detachment handle. After several attempts, the physician repositioned the microcatheter, but the pc400 coil would not detach. The pc400 coil was successfully removed from the patient and the procedure continued using a new coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pet lock on the proximal end of the penumbra coil 400 (pc400 coil) pusher assembly was broken; the pusher assembly was kinked approximately 5.0 cm from the proximal end; the coil was detached from the pusher assembly and not returned from evaluation. The pull wire was retracted out of the capture feature on the distal detachment tip (ddt). Conclusion: the complaint has been evaluated. The complaint indicated that the pc400 coil would not detach using a penumbra coil 400 detachment handle. Evaluation of the returned device revealed that the pet lock was broken and the proximal end of the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the device is manipulated with force at an angle, it is likely that damage such as this may occur. The coil component of the pc400 coil and the detachment handle that were mentioned in the complaint were not returned for evaluation. However, the pull wire was retracted out of the ddt capture feature, which allows the coil to detach from the pusher assembly. The root cause of the inability to detach the coil cannot be determined since the coil was eventually successfully detached and the components required to perform a complete investigation were not returned. These devices are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.